Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: https://doi.org/https://doi.org/10.1007/s00383-025-05968-1.

Event description:
Title: laparoscopic nissen fundoplication is more cost effective than open nissen fundoplication in children. The aim of this study is to compare the outcome for children operated with lnf (laparoscopic nissen fundoplication) or onf (open nissen fundoplication) at our institution and to evaluate the economic aspects. Between january 2011 and december 2017, a total of 32 consecutive patients (18 patients were operated with lnf and 14 patients with onf) using 3-0 braided non-absorbable interrupted sutures (ethibond, ehicon). Reported complications are: n=7; retching. Treatment: not mentioned n=11; dysphagia. Treatment: not mentioned n=6; gerd symptoms. Treatment: not mentioned n=?; unspecified complications. Treatment: reoperation n=2; dilation. Treatment: not mentioned. In conclusion, the present study clearly indicates the advantages of lnf over onf: shorter operating time, shorter total hospital stay and faster recovery, less morphine requirements and lower overall cost, at equal postoperative outcomes. Our results clearly indicates that laparoscopy should be the preferred technique for nissen fundoplication in children.